Event description:
It is reported that the patient experienced infusion set bent cannula issue with ten infusion sets since (B)(6) 2026 which leads to high blood glucose levels and got treated with correction injection via multiple drug injections (mdi). The patient noticed symptoms within three or more hours after insertion. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.